Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 09/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during investigation, the up arrow, down arrow, and ok buttons were under responsive. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find moisture corrosion on the printed circuit board and the keypad flex cable. A crack on the side of the cartridge compartment was found. Visible moisture was present in the cartridge compartment. A leak test was performed and failed due to the cartridge compartment crack.